Event description:
The pt complained of improper stimulation and a sensation of grabbing and pulling at the lead site. An x-ray taken in 2008, revealed that the lead had migrated. Revision of the lead was scheduled for two weeks later, and oral medications were prescribed. The patient was seen a week after the original date, because of severe pain, extreme anxiety, and vomiting. The hcp requested an evaluation by a psychologist. The pt had doubled the dose of the oral medications. 'No complaint or signs of burning were noted at that time either.' Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.